Manufacturer narrative:
(B)(4): the software investigation found that the reported event was related to a software issue. Sw engineering comment /gui failure. This issue is consistent with the following known software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that it was determined if too many tools were added to a procedure and then reference frames or passive planar probes were added too quickly, there was a possibility of the tracking details showing tools that should not be there. Additionally, during this time there would also be an inability to track what was expected. It was noted this only occurred when adding tools really quickly - much faster than normally done during use of the system in a reasonable way. There was no patient present.